Manufacturer narrative:
Corrected sections with as of 25-nov-2020: d2: common device name from "system, test blood glucose, over the counter" to "lancet, blood" (align with product code fmi). H10: most likely underlying root cause corrected from "most likely underlying root cause: mlc-065: manufacturing or packaging defect¿ to "mlc-61: improper use / mishandled by end user".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-065: manufacturing or packaging defect. Note: manufacturer contacted customer multiple follow-up calls to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for bent lancets; customer stated that she was unable to draw blood from her finger. The customer felt well and did not report any symptoms. No adverse event associated with the use of the product was reported. Customer's information was given to technician who was unable to contact the customer via telephone; no further information was able to be obtained.